Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced heart block and a pacemaker was implanted. Physician was using farawave to ablate the cti line and believes he may have mechanically caused temporary av block. External pacing was accomplished and physician decided to implant a pacemaker at the end of the case. The farawave catheter was disposed.

Event description:
It was reported that a patient experienced heart block and a pacemaker was implanted. Physician was using farawave to ablate the cti line and believes he may have mechanically caused temporary av block. External pacing was accomplished and physician decided to implant a pacemaker at the end of the case. The farawave catheter was disposed. Per additional information, dual chamber leadless aevir was implanted. Patient recovered fine, physician knew they were going to be a tough case as they were extremely frail. No malfunction of the device and no definitive proof. Av function restores midway during procedure, but physician still proceeded to administer the dual chamber leadless pacer maker. He does not find the device at fault.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) device code (f10 and h6), in sections f- user facility / importer report information and h - device manufacturers only. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced heart block and a pacemaker was implanted. Physician was using farawave to ablate the cti line and believes he may have mechanically caused temporary av block. External pacing was accomplished and physician decided to implant a pacemaker at the end of the case. The farawave catheter was disposed. Per additional information, dual chamber leadless aevir was implanted. Patient recovered fine, physician knew they were going to be a tough case as they were extremely frail. No malfunction of the device and no definitive proof. Av function restores midway during procedure, but physician still proceeded to administer the dual chamber leadless pacer maker. He does not find the device at fault.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.